Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the battery compartment was cracked from the top to the cover. There was a battery compartment leak found and evidence of moisture inside the pump. There was internal moisture damage on the transceiver board and on the bolus button connector. The bolus button was not working due to the moisture corrosion. There was an additional crack in the case near the upper right corner and lower right corner of the display. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.